Manufacturer narrative:
The pod was received in the not deployed position. During cutting of the device, the needle mechanism deployed the soft cannula. Removal of the top housing showed the release bar up and the slide insert and slide retract in their intended deployed positions. The download data from the pod showed timeouts and a brief drive stall during priming. This drive stall prevented the firing flat of the ratchet gear from fully lining up with the release bar before the end of the second priming sequence. Since the drive stall was brief, this resulted in the pod being a small number of pulses away from deploying prior to receipt of the device, resulting in the ratchet gear shifting slightly and deploying during opening. Inspection of the pod found no damages or manufacturing deficiencies that would contribute to a drive stall or a failure of the needle mechanism to deploy as intended. The exact cause of the drive stall could not be determined.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.